Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that beginning (B)(6) 2015, the ventricular sensing integrity counts up to 2,188; with non-physiologic oversensing not identified on the electrogram. The pvc counter registers 191 single pvc's and 119 pvc runs per hour which likely is incrementing counter. The rv pacing impedance spiked to 1406 ohms, which had been trending at 700 ohms. The impedance continues to trend higher at 1,425 ohms (B)(6) 2014. The rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance, non-sustained tachycardia episodes, and short interval counts (sic) resulting from a confirmed fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).